Event description:
It was reported when the device was used during a laparoscopic bowel resection, it tore during insertion. The case was completed with a competitors device. There was no patient consequence.